Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet damage is confirmed and was determined to be use-related. One 5 fr d/l powerpicc and its t-lock assembly with stylet was returned for evaluation. An initial visual observation revealed little saline use residues throughout the returned device. A break in the core wire of the stylet was observed proximal to the septum of the t-lock extension set. An attempt to pull the stylet through the septum revealed the stylet would pull through the septum, but the lack of core wire through the septum made it difficult to tell how much resistance was observed when compared to a non-complainant device. A microscopic observation revealed the core wire of the stylet to be broken at an angle. The break surface of the core wire appeared shiny with a reflective surface and striations on one edge of the fracture. The break in the coil wire distal to the t-lock assembly appeared to have sharp fracture edges and a shiny fracture surface. Fracture features of the break in the stylet are consistent with contact from a sharp instrument such as scissors or other bladed instruments. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) doctor received a PICC cath. Ref (B)(4) with lot regq3909 used, but the metal front thread could not be pushed forward or backward, so a second PICC cath had to be used. There was no patient impact. The metal feeding wire could not be moved forward or backward through catheter. (B)(6) 2024 - a break in the core wire of the stylet was observed in the returned sample.